Manufacturer narrative:
The evaluation of the returned part is in process. More results will be available after completion of the investigation. The DHR was reviewed and no discrepancies were noted. However, failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed to osseointegrate the patient is reported to be in good condition. No serious injury was reported to the patient. The procedure was conducted on type ii bone with no general bone loss or granulated tissue around the implant. No abnormality was observed with the implant itself.